Event description:
It was reported that approximately six weeks postoperatively, the plate became loose due to screw backout. During revision surgery, a sheared screw head was identified, requiring replacement of the plate and screws. The surgeon attributed the failure to patient bone quality rather than a device related issue.